Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable and a steady green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 3.0; insertion 2: 3.0; insertion 3: 3.0; other remarks: hard profile (105 lbs/ft3): insertion 1: 8.0; insertion 2: 7.0; insertion 3: 7.0; another attempted insertion was then performed on the hard profile sawbone. The test was started with minimal downward force and then increased in an attempt to get the driver completely stall. The device could not be stalled with up to 20 lbs. Of downward force before completing the insertion. Another attempt was then made by forcing the driver down on the weighted scale without a needle. The driver did not stall at approximately 15 lbs. Of downward force for 20 seconds. The complaint that the driver lost power in use cannot be confirmed. The motor was connected to dc power supply (ID (B)(4)) and set to approximately 18v. When the trigger was pulled, the motor ran and the led was displaying solid green. No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident. Teleflex will continue to monitor and trend for reports of this nature. No driver device deficiencies were identified during the investigation. The sawbone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. The complaint cannot be confirmed. No further action required.

Event description:
The driver spun but did not penetrate and a jugular access was done instead. This patient had a gunshot wound and he was taken to the ER where he died. This was verified by the ER doctor. The customer said the device did not lead to the patient's death since he was already bleeding out due to the gunshot wound.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The driver spun but did not penetrate and a jugular access was done instead. This patient had a gunshot wound and he was taken to the ER where he died. This was verified by the ER doctor. The customer said the device did not lead to the patient's death since he was already bleeding out due to the gunshot wound.